Manufacturer narrative:
The complaint cannot be verified. The reference samples were visually inspected and tested for click, flow, and leaks. All test results were within specifications. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
On (B)(6) 2013, patient reported the infusion set leaked insulin and this caused her blood glucose to elevate to 280 mg/dl. She checked her infusion site and felt wetness where the cannula meets the connector. She changed the headset immediately, and the alleged infusion set was discarded. The infusion site was located in her stomach, and she practices site rotation. She did hear an audible click when the headset was connected to the tube. She reported this has occurred with 10 infusion sets from the same box. The infusion sets were replaced. She did not require treatment from a healthcare professional or second party to address the issue.